Event description:
Related manufacturer report number:1627487-2023-04782, 1627487-2023-04781. It was reported that during a patient lead revision on (B)(6) 2023 the patient's lead was cut and left partially implanted with the remaining lead fragment being connected to the patient's ipg. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs wide space lead , model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6351593. It was reported that the patient¿s leads have migrated/infected lead was cut and washed out. The rep did not confirm that the lead was fully explanted. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.